Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that when the bmw guide wire was taken out of the dispenser, it was noted that the tip coils were stretched. Reportedly there was no patient involvement with this guide wire. No additional event or patient information is available. The event is being filed based on the analysis of the returned guide wire, which revealed the shaping ribbon separated.

Manufacturer narrative:
(B) (4). (B) (4): results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. There was corrosion in the tipball and center solder. The shaping ribbon was separated, 4 mm proximal to the tipball. The separated portion was still attached to the tipball. The proximal end of the separation was 2.7 cm in length. The core was still intact and not separated. There were stretched tip coils, 1.4 cm distal to the center solder for a length of .5mm, 2cm distal to the center solder for a length of 1 mm, and 2.3 cm distal to the center solder for a length of 2.8 cm. There were tip coils that were not stretched 3 mm proximal to the tipball. There were offset intermediate coils sporadically proximal to the center solder for a length of 1.5 cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.